Manufacturer narrative:
Records indicate this device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing at implant. Technical services reviewed and discussed the oversensing appeared to be due to air bubbles in the device header. The physician planned to program the device to voo. No adverse patient effects were reported.